Manufacturer narrative:
Pump was received with no button response and button error alarm due to corroded keypad traces. Pump also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, cracked belt clip slot, missing end cap sticker and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and are unable to use the device. Customer does not recall any significant events leading to the error. Customer's blood glucose was 120 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.